Event description:
Customer reported the adc freestyle libre 2 sensor did not respond upon scanning and was therefore unable to test. Customer further reported receiving a third party treatment, however no further information was provided as they did not want to provide additional information. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Extended investigation has been performed. Visual inspection has been performed on the returned sensor and no issues were observed. There was no message when scanning on day 6 of wear. The customers issue was replicated using the customer's app version, phone model, and phone operating system, and the sensor was able to be scanned without any irregularities. De-cased the sensor to replace the dead battery. The sensor was reprogrammed and an accuracy test was performed, all results are within specification. Therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre 2 sensor did not respond upon scanning and was therefore unable to test. Customer further reported receiving a third party treatment, however no further information was provided as they did not want to provide additional information. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre 2 sensor did not respond upon scanning and was therefore unable to test. Customer further reported receiving a third party treatment, however no further information was provided as they did not want to provide additional information. There was no report of death or permanent impairment associated with this event.